Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the impactor head found signs of repeated use and a fracture in the middle of the instrument. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03672/03673/03674. (B)(4).

Event description:
It was reported that the persona femoral impactor and two tibial articular surface provisionals are being returned because they are broken. Sales representative reports having no information on how or with whom they were broken. No adverse events have been reported as a result of the malfunction.